Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge tubing causing the customer to experience a "high" blood glucose (bg) level. The customer required assistance waking up to administer a manual injection to address the bg. The customer successfully screwed the tubing back into the pigtail and resumed insulin delivery.